Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose value of 48 mg/dl. Customer's other blood glucose value was 210 mg/dl the customer treated low blood glucose by eating food. The customer alleged that the insulin pump was over delivering. The customer was wearing the insulin pump within 48 hours of the reported event. Troubleshooting was performed and the device will not be returned for analysis.